Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
"Instrument has lost the pin and is not working properly." Add'l info was received by integra on (B)(6) 2013. The customer reported the device broke, (the pin disengaged) during device implantation. The customer stated there was no injury to the pt, no alleged incident or adverse event. All pieces were reported as "retrieved."